Manufacturer narrative:
The quality investigation is complete. H3 other text : device not available for return

Event description:
It was reported that during a cranial procedure, the tip broke in two. The procedure was not completed successfully as the device could not be used. No clinically significant delay, no adverse consequences, or no medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a cranial procedure, the tip broke in two. The procedure was not completed successfully as the device could not be used. No clinically significant delay, no adverse consequences, or no medical intervention were reported.